Event description:
Report rec'd of an overdelivery of versed. The pump was programmed to deliver 100mg of versed in 100ml at a rate of 8ml/hr. The nurse reported after 30 minutes, "the bag was at 50ml." The audible alarms were noted. There were no adverse pt effects noted as the pt was on full ventilatory support. No medical interventions were required. The pump was removed from clinical service. Though requested there was no further info available.